Event description:
It was reported that a pmw35 was used during a laparoscopic cholecystectomy. It was reported by the affiliate that the staples malformed. A new stapler was used to complete the case. There was no consequence to the patient.